Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician inserted the r2p destination sl guiding sheath into the iliac artery with heavy calcification. Then, the physician attempted to advance a metacross rx pta balloon dilatation catheter in the guiding sheath; however, he could not. The physician retracted both the guiding sheath and the catheter from the patient. The physician observed a kink in the guiding sheath. The physician replaced the device with another device to continue the procedure and successfully completed the procedure. There was no health damage to the patient. The blood loss was less than 250 cc's. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.